Manufacturer narrative:
This report is being filed under exemption (B)(4) by arjohuntleigh (B)(4) on behalf of the MFR arjo hospital (B)(4). The arjohuntleigh service tech reported that the nurse said the safety belt was used but was possibly not fully locked off. After receiving the service tech's device eval results, the device was put back into service. Add'l info will be provided following the conclusion of the MFR's investigation.

Event description:
Per the arjohuntleigh on-site investigator: it was reported by the customer that the pt used a zimmer frame to get onto hoist in the bed bay area; the pt was then taken to the bathroom using the hoist with arm rests in position and safety belt fitted. Once in the bathroom, the pt got off the hoist to use the toilet and after toileting, he got back onto the alenti chair which had the armrest lowered and safety belt fitted. The pt was bathed and lifted out of the bath using the hoist and positioned in a clear area so the nurse could dry the pt. The nurse dried the front of the pt, but as part of the process lifted the left hand arm out of the way. The nurse then went around to the back of the pt and as the pt leaned forward to allow his back to be dried, he lost balance and fell forward out of the chair. The pt hit the floor with his face, suffering a laceration to the head above the left eye and a broken cheek bone; steri-strips were used to close the wound and the cheek bone will be healing naturally (no medical intervention indicated).